Event description:
It was reported the patient experienced an ¿overstimulation sensation that would fade to a sub-sensory level and the patient had to adjust her position to get the stimulation back.¿ it was stated ¿at first it seemed positional¿ to the manufacturer representative and that ¿the patient¿s report did not exactly support this.¿ it was noted adaptive stimulation (as) had been turned on ¿about a month¿ prior to report and that the ¿issue was present prior to as activation.¿ impedance testing revealed the ¿electrode and therapy impedances looked perfect.¿ it was stated, when testing impedances at 3 volts, the lowest combination was 712 ohms and the highest was 960 ohms. It was further noted the patient was able to ¿change the output¿ of her ins ¿by pushing on the ins.¿ when the bottom portion of the ins was pushed, the patient¿s stimulation would ¿get stronger.¿ it was noted that impedances ¿dropped a bit (~10%) when taken while the patient was putting pressure on the implantable neurostimulator (ins)¿ ¿ ranging from 632 ohms to 949 ohms when tested at 3 volts. It was noted the patient had met with their manufacturer representative ¿every week or two¿ for regular programming session to ¿fine tune¿ the programming. It was stated the patient was programmed on electrodes 4+, 5-, 6+, 11+, 12-, 13-, and 14+ at the time of report. Additional information stated the patient was again using her adaptive stimulation program. It was stated the patient felt that it was ¿working better¿ and that she was ¿still having some positional issues.¿ it was noted the patient wanted ¿to keep it the same¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n383096, implanted: (B)(6) 2013, product type: accessory; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received about a year later reported that the overstimulation had still been recurring ¿since I had this put in.¿ she had 2 falls because ¿it zaps me to where it takes my feet from me.¿ the last fall was about 4-5 months ago and ¿luckily I didn¿t get hurt in either fall¿ as she caught herself. The overstimulation caused her implantable neurostimulator (ins) battery to deplete very fast. When this would happen, ¿a few hours and the battery would be gone,¿ and she would need to recharge. It was noted that when she would recharge it would overheat. Previously mentioned issues had still been ongoing, stating ¿when it works, it works¿ but that it worked only half the time. The patient was scheduled for surgery next week to have her ins removed and was going to have a new ins implanted form a competitor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.